Manufacturer narrative:
The customer performed an architect cuvette wash which resolved the issue. There were no additional discrepant results reported on the architect c4000, serial number ( )(4), after the maintenance procedure was performed. A review of the architect (B)(4) instrument service history, identified no contributing factors to the discrepant result, nor did it identify any additional erratic or discrepant results reported. A review of the architect clinical chemistry systems found all erratic results were below the upper control limit. No trends or similar issues for discrepant results as described in this ticket were identified. A review of labelling adequately addresses sample results observed problems for erratic / discrepant results, including, but not limited to the troubleshooting performed by the customer. Based on the investigation no product deficiency was identified for either the architect c4000, serial number (B)(4). Patient identifier: (B)(6).

Event description:
The customer reported falsely elevated results for creatinine and lactate dehydrogenase assays on 3 patients when running on the arhcitect c 4000 processing module. The following data was provided for the creatinine assay: on (B)(6) 2020 sid (B)(6) = initial 243 umol/l / repeat 77 umol/l; sid (B)(6) = initial 433 umol/l, repeat 76 umol/l. The following data was provided for lactate dehydrogenase assay: on (B)(6) 2020 sid sid (B)(6) initial 701 u/l, repeat 226 u/l. There was no impact to patient management reported.